Event description:
It was reported to medtronic neurosurgery that during preparation for the surgery, the doctor found water leaking from the delta chamber.

Manufacturer narrative:
The valve was patent. It met specs for siphon and reflux testing. The device also met all requirements for pressure-flow and pre-implantation testing. The valve did not meet specs for leak testing as there was a tear in the top of the delta chamber. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as (B)(4) has a low cut and tear resistance. A review of the mfg records showed no anomalies.